Manufacturer narrative:
The device was received by a company representative but has not been received at the mfg site for investigation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A hospital pharmacy intern reported that during a cataract surgery with intraocular lens (iol) implant in an infant patient, there was a posterior iol luxation into the vitreus body. Posterior capsulotomy and anterior vitrectomy had been performed prior to beginning implantation following the routine procedure in the facility. The posterior capsulotomy was widened due to the event. The iol was explanted with a 4 mm incision. The eye was left aphakic due to the widened posterior capsulotomy preventing iol implantation. The surgeon mentioned an abnormal elasticity of the iol haptic was noticed. The surgeon was unwilling provide further info.